Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusion set was bent after 3 hours of insertion. Infusion set was placed at abdomen. The blood glucose level was displayed high at the time of event and was treated by bolus via pump and by multiple daily injection (mdi). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.